Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer confirmed that the drive support cap was loose. Customer confirmed that the insulin pump had not been dropped and not exposed to high magnetic field. Customer's high blood glucose level was high of 24 mmol/l. The insulin pump will not be returned for analysis.